Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was a foreign object in the nozzle. This issue is likely caused due to insufficient cleaning. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue with the operation of the air/water nozzle as there was no air/water supply observed during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was a foreign object in the nozzle. This issue is likely caused due to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter in the nozzle could not be identified. Additionally, it was noted that as for washing machines, the customer uses products from other companies. It is unknown if there is a causal relationship with this event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Information is provided for the facilities reprocessing. An air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. The endoscope channels are brushed during manual cleaning with a reusable olympus bw-20t brush. Cleaning and disinfectant solutions used with the endoscope are shin-ei industries, inc. Oed-1000. The endoscope is dried by connecting to light source of endoscope for air delivery. The endoscope is stored by hanging on the trolley's scope pole.

Event description:
Addendum aug 31, 2022: it is unknown what the foreign material found in the nozzle is or if it can be removed with the correct reprocessing.